Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient had decreased pain relief. The diagnostics and troubleshooting performed was a catheter dye study was attempted by the healthcare provider and they were unable to aspirate and saw where the catheter was broken just above the anchor. The actions and interventions taken to resolve the issue was a catheter revision was scheduled for (B)(6) 2020. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
H6 ¿ patient code c76143 and conclusion code 22 are no longer applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the patient who reported that they took x-rays on 05-dec-2019 and notified her on (B)(6) 2019 that the catheter was broken. The revision has not been scheduled yet. Per the patient, she had been having neck pain for about 3 weeks. She stated that she knew because the catheter was broken that the morphine was going into her tissue. The patient confirmed the pump was not alarming. The pump was delivering morphine (3.5 mg/ml at 0.4654 mg/day). The indication for pump use was non-malignant pain. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient came into the office for their first refill with a new hcp after moving to a new state. Per their routine evaluation of a new patient, an x-ray was completed. The hcp noticed that the catheter was broken in the spinal section. The hcp noted no significant variance in volume while performing the pump refill and the patient expressed that she had not been experiencing any changes in therapy since her last refill. She also noted she had no falls or accidents recently. There were no environmental, external or patient factors which may have led or contributed to the issue. No actions/interventions had been taken. It was unknown if surgical intervention was planned. The issue was not considered resolved. No further complications were reported.